Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-jan-2025. Investigation summary: bd received 20 samples for investigation. The returned samples were visually inspected, and no issues were identified. Additionally, five (5) of these samples underwent functional tests and all results were within specification limits. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes 1 sample exhibited clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes 1 sample exhibited clotting. No adverse impact was reported regarding the patient or user.